Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2182269-2020-00109. Following a thoracic rfa procedure, a burn was noted at the grounding pad site. The patient has had several rf procedures in the past as well as a lumbar and spinal fusion resulting in implant metal plates. The grounding pad was placed on the lower back on unprepped skin. Three lesions were planned for this procedure. However, the third probe would not heat to temperature. The probe was replaced but the issue persisted. The grounding pad was then pressed firmly and the issue was resolved and the probe heated to temp. And the procedure was completed. Following removal of the grounding pad, scabs were noted at the grounding pad sites. The patient was advised to treat the burns with oct antibiotic ointment. When the patient was seen for their two day follow-up, the burns were healed and the patient was in stable condition.